Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the snake wrist cable was broken. The cable segment stuck out at the wrist. Failure analysis investigation also found that the black tube insulation was damaged at the distal end, with various scratch marks along the entire length. There were small damaged areas with material missing. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable and/or tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, one of the wires inside of the thoracic grasper instrument broke. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The event date was unknown.